Event description:
It was reported, that the device had a damaged screen. A delaminated dso seal was found, during investigation. There was no patient involvement. And no harm/adverse event reported.

Manufacturer narrative:
B3.: date of event: unknown. No information has been provided to date. One device was returned for evaluation with physical damage. Visual and functional testing were performed. The testing could duplicate, the customer reported problem. The root cause of the issue was determined, as damaged lcd screen. Upon further investigation, a dso sensor seal was found to have a big bubble and coming off. The dso seal was replaced. The service history review identified, there was no indication that the complaint was related to a service of the device within the review period.